Manufacturer narrative:
Intuitive followed up and obtained additional information. Issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. Issue was not related to unexpected motion of clip applier while attempting to clip. Issue was not related to clip opening after closure of the clip. Another clip applier was used. Patient demographic information was not available.